Event description:
It was reported that after a da vinci-assisted total malignant hysterectomy procedure, the black cautery cable near the tip had an exposed bare wire. The procedure was completed as planned with no report of patient harm, adverse outcome or injury. Intuitive surgical inc. (Isi) made multiple follow-ups attempts to obtain additional information. However; no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed the evaluation. The instrument was found to have damage to the conductor wire¿s insulation. The insulation exhibited thermal damage. A piece measuring 0.022¿ x 0.030" in length is missing. The conductor wire is exposed. However; no wires are damaged. An electrical continuity test was performed and the instrument passed. The root cause of the damaged conductor wire insulation is attributed to the mishandling/misuse, likely caused by collision with another energized instrument. Additional observations not reported by the site were also observed. The instrument was found to have thermal damage on the bipolar yaw pulley. The yaw pulley showed signs of charring and localized melting the distal end, between the conductor wire and the grip cable. The grip cables do not exhibit any signs of physical or thermal damage. The thermal damage to the yaw pulley is related to the damage found on the conductor wire insulation due to the root cause likely being the same. The thermal damage to the yaw pulley was not caused by the conductor wire on this instrument. The root cause for the thermal damage on the bipolar yaw pulley is attributed to the mishandling/misuse, likely caused by collision with another energized instrument. A review of the instrument log for part 471205-17/ k10210707-0222 associated with this event has been performed. Per logs, the fenestrated bipolar forceps was last used on (B)(6) 2022. On system sk2695 with 1 lives remaining. No image/video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Corrected information can be found in field b4 - updated from 4/6/2022 to 3/28/2022.

Event description:
Refer to h10/h11 for follow-up information.